Event description:
(B)(4). Event occurred in the united states. It was reported that the patient experienced a compromised infusion site. Reportedly, the blood glucose level was 380 mg/dl, which was self-treated with a correction using multiple daily injection. Subsequently, the patient was hospitalized and received intravenous insulin drip as corrective treatment which resolved the issue. The patient was admitted for three days and there was no permanent damage to the patient. The infusion set was used for one day. No further information available.